Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; hence the date of manufacture is unknown. The date given is the date when abbott diabetes care became aware of the event. It should be noted: the test strips the customer was using expired on 2/28/2013. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 4:00 pm she experienced a headache and self-treated with two ibuprofen tablets. Later at approximately 7:45 pm she began to experience "blurry vision" so she tried to check her glucose using her adc blood glucose meter but received an unknown error message upon test strip insertion. At 8:30 pm her symptoms worsened so she called the paramedics. Upon arrival they received a reading of "1000", initiated an intravenous infusion of normal saline and transported her to a local hospital. In the ambulance she began to feel "nauseous, with dry heaves" so they added phenergan (promethazine) to the IV. Customer was diagnosed with hyperglycemia and treated with insulin via IV. Customer was discharged to home at 3:00 am on (B)(6) 2015 once her glucose was stabilized. There was no report of death or permanent injury associated with this event.